Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233179. Our records show that this is the only instance of defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be with the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that after the bd pegasus¿ safety closed IV catheter system was successfully places, the extension tubing leaked while injecting "physiological saline solution". The following information was provided by the initial reporter, translated from chinese to english: "the catheter was placed successfully. The extension tubing was leaked when injecting physiological saline solution. The catheter was removed and replaced immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd pegasus¿ safety closed IV catheter system was successfully places, the extension tubing leaked while injecting "physiological saline solution". The following information was provided by the initial reporter, translated from chinese to english: "the catheter was placed successfully. The extension tubing was leaked when injecting physiological saline solution. The catheter was removed and replaced immediately."